Manufacturer narrative:
On 24-jun-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and a charring issue occurred. It was reported that there was char was found on one of the splines of the octaray catheter after the procedure. Caller stated they didn't need to use a new catheter since the procedure was over. Caller stated they didn't have any issues during the procedure and no errors were displayed on the carto 3 system. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and a charring issue occurred. It was reported that there was char was found on one of the splines of the octaray catheter after the procedure. Caller stated they didn't need to use a new catheter since the procedure was over. Caller stated they didn't have any issues during the procedure and no errors were displayed on the carto 3 system. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed.. A visual inspection evaluation and patency test of the returned device were performed following bwi procedures. Visual analysis revealed char residues in several electrodes of the device. A patency test was performed, and the device was flushing correctly, no obstructed hole was observed. No irrigation issues were detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char residues detected in the electrodes could be related to the issue reported; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).